Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 365 mg/dl at the time of the call. The customer used food and glucose tablets, and was given intravenous fluids to treat. The customer believes the pump was over delivering due to the low they could not treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer woke up high but they were off the pump. The insulin pump will be returned for analysis.